Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (15mg/ml a t 0.72mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had not had relief from therapy since her 2017 pump replacement. No environmental, external, or patient factors were reported to have caused this issue. Pocket revision was scheduled as it was thought that the catheter was disconnected. Once it was discovered there was no cerebrospinal fluid (csf) flow, it was decided by the surgeon to replace the entire catheter. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.